Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patent was a (B)(6) year-old female who recently had their generator replaced due to the fact that the old generator was not working. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) on 2018-feb-15 reporting that per the patient it stopped working 2 weeks after the initial placement in (B)(6) 2016. Per the patient, the dorsal column stimulator was replaced by another health care provider (hcp) but they still did not have any relief. The cause was unknown. No further complications were reported.